Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an access extension set was leaking from an unspecified location. The leak was discovered during priming and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed which revealed a hole in the tube. Functional testing was performed which revealed a leak. The reported condition was verified. The cause of the condition was determined to be due to a manufacturing related issue in that the set was left protruding while loading it into the blister cavity and it was cut by the blade machine during the packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.